Event description:
Pt called lfs and alleged that their meter was reading inaccurately high. The pt obtained a result 463 mg/dl. The pt reported having a headache at the time of testing. The pt retested on another meter and obtained a result of 145 mg/dl (invalid comparison). The pt visited their physician in regards to the high blood sugar results and the [physician gave the pt oral medications. The pt performed a check strip test, which passed. The pt performed two control tests, which failed. The test strips were in good condition, the codes matched, and the testing technique was correct. However the puncture site was not cleaned correctly. The test strips are being replaced for the pt. Based on the info provided, the meter did malfunction, however there was no serious injury.